Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported that during implant the right ventricular (rv) lead had positioning and fixation difficulty. The lead was not implanted and a new lead was used. Additionally, the left ventricular (lv) lead had dislodged. This lead was removed and replaced. No patient complications were reported as a result of this event.